Manufacturer narrative:
Philips technical support (tc) contacted the customer. The tc was advised that the x3 is giving an unstable black lead EKG reading at times. The tc confirmed that the accessories being used were not philips accessories (lifesync). The customer was advised to replace the ECG leads and trunk cable being used.the customer was later contacted by a philips complaint investigator to confirm the resolution. The customer confirmed that replacing the ECG leads and trunk cable with customer stock (lifesync) resolved the issue. The customer was unable to provide the serial number to the x3 device involved at the time of the event. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the use of non-philips accessories.

Event description:
It was reported that the intellivue x3 patient monitor is giving an unstable black lead EKG reading at times. The device was in use on a patient at the time of the event. There was no adverse event reported.